Event description:
The pump and catheter were returned to the manufacturer from an unknown source with no return paperwork. The manufacturer's device tracking system indicates that the patient expired. Additional information has been requested from the patient's last known healthcare professional, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.